Event description:
This device was found to have no audible alarms upon inspection by the facility's biomedical engineer. The device was received by the biomed with a vague note stating "broken" with no contact information. The biomed inspected the device and discovered it would not turn on due to dead batteries. After the biomed replaced the batteries it was noted that the audible portions of the alarms were not functioning. The device was returned to the manufacturer for service at this time. Information regarding whether this situation had occurred prior to the biomed's inspection during patient use is not available.